Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, but it was indicated by the customer that the mx40 was having a speaker malfunction error when powered on and the volume on the sound was very low at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
Customer reported an error of "speaker malfunction" appears on the screen when powered on and the volume is very low. The device was not in clinical use. There was no patient or user harm or injury reported.